Manufacturer narrative:
D10 concomitant product: egia60avm egia 60 artic vasc med sulu (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the powered adapter was very wobbly when connected to the powered handle, and many sheared staples were observed on the staple line, the staples weren't correctly formed and weren't lying flat on the tissue like a properly formed b shape staple line. They were sticking out in strange directions. This occurred at the tail end of the procedure while stapling the anastomosis during the gastrojejunostomy step. The surgeon sutured over the staple line to secure it. The device was replaced with a new adapter, which resolved the connection issue and the problem of sheared staples.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the adapter was connected to the gen2 acc software and the strain gauge was responsive. There were universal asynchronous receiver-transmitter (uart) communications errors in the data saved to the system. The adapter had 28 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running software. The device calibrated correctly. No looseness or wobbling when connected to the rpa clamshell. An rpa reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hang ups or sluggishness. The reload was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that there was loose connection from shell to adapter. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of signia uart communication error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all m edtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.